Event description:
Pt underwent aortic valve replacement and CABG x1. They did well until the summer of 2004 when they began to experience chest discomfort and chest pain. A cardiac cath showed significant aortic stenosis with elevated peak and mean gradients and progressive lad disease. Surgeon brought the pt back for re-do aortic valve replacement and single coronary artery grafting. When the hancock 2 was explanted, it appeared to be thrombosed on all leaflets. There was no evidence of an abscess, infection or dissection.